Manufacturer narrative:
Qn# (B)(4). It is unknown if the device sample is available for evaluation.

Event description:
It reports that the swg (spring wire guide) is kinked and does not return to its original form.

Event description:
It reports that the swg (spring wire guide) is kinked and does not return to its original form.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer did provide photos for evaluation. The photos showed a product lidstock and a guide wire that appears separated in multiple places. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The customer report of a damaged guide wire was confirmed by visual examination of the provided photos. The guide wire appeared unraveled and separated in multiple places. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.